Event description:
It was reported during a planned stent procedure, the balloon would not hold pressure and seemed to have a slow leak when inflated to 10 atm. Upon deflation, there was an air-bubble escape from the system. The pt experienced significant st elevation and some chest pain after deflation. Intracoronary verapamil and nitrogylcerin were given. The st elevation resolved within 15 minutes. It was stated that the balloon was not prepped well, allowing air into the system (contrary to IFU). Three stents were then placed uneventfully. The pt was said to be dong fine after the procedure.